Event description:
It was reported that a patient underwent a dilation and curettage, essure sterilization of the left tube, and an endometrial thermal ablation procedure on (B) (6)2010. During the thermal ablation, there was a slight pressure drop from 160 to 140mmhg at the end of procedure. Immediately following the procedure, the patient had profuse bleeding coming from the cervix. Hysteroscopy revealed bleeding from the uterine wall near the right cornua and a partial perforation. A laparotomy and an emergency hysterectomy were performed. The patient's hemoglobin fell from 12.5 to 7.5 the patient had a normal post-operative recovery.

Manufacturer narrative:
(B) (4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.